Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer had high readings of 300 mg/dl and 400 mg/dl. The customer had symptoms such as feeling tired and upset. The customer declined to troubleshoot for low readings. The customer was advised to call back to troubleshoot.